Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. Investigation is considered open at this time. As new information becomes available, this report will be further evaluated and updated.

Event description:
Additional information was recieved that this device was explanted and replaced due to battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a monitoring voltage measurement of 2.58 volts and a charge time measurement of 20.2 seconds. There was a concern that the battery depleted earlier than expected as a result of unexpected charge time. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.